Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control has made multiple attempts to contact the customer regarding the status of their device but has not been successful. It is unknown if the customer will be replacing the device or returning it to physio-control for evaluation. The device has not been returned to physio-control. The cause of the reported failure could not be determined.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) which is an indication that the device's internal hlc batteries may not have sufficient power available for effective defibrillation therapy. There was no patient use associated with the reported failure.